Event description:
It was reported that the customer was updating time, personal profile, or biq/ciq settings when their blood glucose level was displayed as "low." The customer consumed carbohydrates to address the low blood glucose condition. There was no required assistance from a third party. Technical support assisted the customer in updating the basal rate settings and advised them to consult with their healthcare provider whenever settings are adjusted. The customer understood and acknowledged the advice.